Event description:
Patient reported skin irritation in the form of itching, bleeding/discharge, blisters/welts, and scabbing. The patient sought medical treatment and used an over-the-counter medication. The patient did not follow proper skin preparation instructions.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.